Manufacturer narrative:
P-cap locked in place properly during testing. Insulin pump passed displacement test properly. However, insulin pump received with corroded electronic assembly. Insulin pump also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had crack along the side of the battery compartment and also had moisture under screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.